Manufacturer narrative:
(B)(4).

Event description:
Update jun 02, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges that patient suffered dislocation which require revision to reinsert. After review of the medical records for the MDR reportability, it was stated that the patient was revised to address metallosis. Revision notes reported copious amount of murky fluid came pouring out of the joint consistent with metallosis. It was also reported that there was heterotopic ossification of the soft tissue around the joint. There was also metal stained and metallosis type of necrotic tissue. Trunnion had no evidence of corrosion. Femoral and acetabular component was well fixed and aligned, however, patient's hip was very stiff that surgeon had a difficulty initially getting the femur anterior to the cup. MRI showed a small right hip effusion which may be some evidence of greater trochanteric lysis. There is a geographical lesion, nonspecific but compatible with osteolysis. Patient had a trochanteric bursitis and underwent a bursectomy. Patient had a moderate to severe limp. Clinical notes report patient continues to experience lateral sided pain which may be a variant of greater trochanteric pain syndrome; however, it could be emanating from his spine due to history of spine pathology. Laboratory results for metal ions were above 7ppb. Product codes and lot numbers were provided. This complaint was updated on jun 14, 2017.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Corrected: h4(patient).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient was revised to address pain, discomfort, inflammation and elevated ions.